Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 530 mg/dl. A manual insulin injection was administered to address bg. The customer reverted to manual injections for insulin therapy.